Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jxeu, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that there was a lead/extension issue of a break/fracture; location was middle of lead. Lead break post implant was noted. Diagnostic testing included impedance testing and x-rays. Action was not yet taken, but planned. The doctor was going to get insurance approval and speak to the patient. The patient was concerned about out of pocket cost. Patient status of the time of the reporting was alive - no injury. There were no patient symptoms or complications associated with the event. An x-ray image was included in the reporting. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0jxeu, implanted: (B)(6) 2014, explanted: (B)(6) 2015. Product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received noted that the ins and lead were explanted and replaced on (B)(6) 2015. It was noted that the lead broke inside the patient. It was noted there was no patient injury.

Event description:
Additional information received noted that the patient was being fully revised next week on 2/12.

Event description:
Additional information received noted that they did not know why lead broke. The patient claimed no falls. The physician said possible pocket was too large and caused the ins to flip which may have caused the lead fracture but this was just speculation not fact. The patient was implanted with a complete new system and had recovered from surgery and was receiving effective stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of lead model 3889-28 showed lead body outer insulation twisted.